Event description:
This adverse event involves the connection mechanism of the arrow cannon catheter to the tunneling stylet being not secure enough to pull the catheter through the tunnel and out the exit site. The pt had a temporary right internal jugular hemodialysis catheter and was referred for conversion of the catheter to a tunneled catheter. We measured the length using the arrow simplicity micropuncture wire and found that it should be an 11-inch x 15-french catheter. We introduced the arrow cannon 15 french catheter into the right atrium. We made a small incision in the right chest for the tunneling stylet. I mated the catheter to the stylet and clearly felt it clicked, but then when I pulled the stylet and catheter through the exit site, the catheter fell off the stylet, although I thought it was locked in place. I attempted to reconnect the catheter to the tunneling stylet. It connected and clicked again and I re-passed it through the exit site, but it fell off again. We attempted to utilize a new tunneling stylet, but it would not engage securely. We finally manipulated the catheter through the tunnel through the exit site on the fourth attempt. This adverse event involves the connection mechanism of the arrow cannon catheter to the tunneling stylet being not secure enough to pull the catheter through the tunnel to the exit site.